Manufacturer narrative:
The insulin pump was received with frozen display due to moisture damage at electronic assembly. The insulin pump was also received with moisture damage on the motor and vibrator assembly. Analysis was unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segment/partial display and keypad unresponsive/button error alarm due to frozen display. No moisture/damage on keypad noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was ringing but they were unable to identify the alarm as there was only a black circle on the top of the screen. The customer's blood glucose level was 189 mg/dl at the time of the incident. The customer was assisted with frozen display anomaly troubleshooting. The customer stated that the time did not advance when monitored. The customer also stated that they were not sure whether the alarm occurred prior or after the buttons stop responding. The screen was not completely blank. The customer was instructed to insert a new battery, the insulin pump alarmed but there was no alarm displayed on the screen. The customer was advised that the customer's insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.